Event description:
It was later reported the patient presented to the clinic due to hearing the lead alert again. The superior vena cava coil impedance measurement on the right ventricular lead was high.

Event description:
It was reported that there was a patient alert triggered due to a spike in impedance on the superior vena cava coil. The impedance value went back down and continues to be high. The lead remains in use and will be monitored. There were no reported patient complications as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.